Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run". It was reported that troubleshooting was unsuccessful, and bubbles were present in the cassette tubing. Per reporter residual volume was: 45, rate 2.3 and 54.6 was given. No adverse patient effects were reported. No additional information is available at this time